Event description:
Rv lead was explanted due to fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. 04-oct-2024 inappropriate shocks were reported. Upon receipt, a fragment of the lead (39 cm length) including the rv shock coil was received for analysis. The connector pins and lead tip were not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 4 cm distal to the beginning of the received fragment. The abrasion was consistent with exposure to constant friction against the generator housing. Furthermore, the insulation was found damaged due to wear between 34.5 and 38 cm distal to the beginning of the received fragment. In this distal region of the lead the conductor cable leading to the rv shock coil was found fractured. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The rv shock coil and inner coil were found stretched, these deformations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.